Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the provided data. The available iegms demonstrated noise on the rv and on the ff channel which led to vf detection as reported in the complaint text. No further peculiarities were noted. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated. The manufacture cannot be provided since the serial number is unknown.

Event description:
Ous MDR - it was reported that oversensing and noise was noted on this rv lead. It could be reproduced during provocative tests. Possible lead damage has been suspected. The patient is being monitored. The serial number of this lead was unavailable and no implant date was provided.